Event description:
It was reported that this right ventricular lead exhibited loss of capture and a perforation was noted through a CT scan. This lead was successfully repositioned. No additional adverse patient effects were reported.